Event description:
Discordant results for vitamin d, vitamim b12 and (B)(6) were obtained on an advia centaur xp instrument. The results were reported to the physicians. The customer repeated the same samples and the corrected results were reported to the physicians. There are no known reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of the discordant results was unknown. The fse replaced the base probe, base pump and the luminometer. The fse also checked the vacuum fitting and the acid, base and reagent probe dispense volumes. The instrument is performing within specifications. Further evaluation of the device is not required.